Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the navigation system onsite and confirmed the issue. The system displayed a communication error in the emitter details. The representative replaced the axiem box and emitter and the issue resolved. A full system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The axiem box was returned to the manufacturer and functional testing and visual /physical examination was performed. No fault was found during testing. The emitter was returned to the manufacturer for evaluation, and the reported problem was confirmed. Functional testing and visual/physical examination was performed. The emitter and axiem box reported a communication error when the field generator was connected to the axium box. Eminterface showed a fault on coil 3. Part not returned for analysis.

Event description:
A site representative reported, during a fess procedure, while trying to load exams on the navigation system the system powered down on it's own. After rebooting both the axiem and emitter, status were red and they were unable to get communication. Rebooted the system two times without resolution. The surgeon decided to continue case without navigation. There was no known impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Device evaluation: the reported issue was found to be related to the emitter. Software is functioning as designed.

Manufacturer narrative:
Received patient information.